Event description:
It was reported that the patient presented to the emergency room (ER) experiencing dizziness and a low intrinsic rhythm around 30 beats per minute. The device had indicated elective replacement (eri) about one month earlier and the battery voltage was now noted to be 2.436 volts, however the device output to both ventricular ports - even at maximum output - was not able to support capture. Unexpected longevity was noted and an external pacer was used so the device could be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4269 x2 leads implanted (B)(6) 1995. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.